Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pancreatoduodenectomy procedure, the blade of the first device was broken off and an error code 5 was displayed with the second device. The blade tip did not fall into the pt and the broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.